Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was found unconscious by his wife. The events leading up to this were not reported. The patient¿s wife called ems. Once ems arrived, the patient¿s bg meter reading was high mg/dl, but the cgm comparison value could not be recalled. Despite not having the specific cgm value, the reporter was alleging a cgm inaccuracy. It was also noted the patient¿s sensor was ¿about to expire¿ upon ems¿ arrival. Ems retested the patient¿s bg meter reading and got high mg/dl again. Ems transported the patient to the ER. At the ER, the patient¿s bg meter reading was 1124 mg/dl. The patient was diagnosed with dka and treated with an IV insulin drip and IV saline. The patient was discharged home after 5 days. The patient was in bed and feeling weak at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.